Event description:
Device evaluation of the explanted generator has been completed. The generator was found to be functioning according to functional specifications. There were no performance or any other type of adverse conditions noted with the generator. The generator was able to deliver the programmed amount of therapy and was not at end of service.

Event description:
It was initially reported that a vns patient would undergo generator revision surgery due to an unknown reason. Additional information received revealed that the patient had intractable epilepsy with breakthrough seizures in the daytime now as opposed to only have the seizures at night. It was thought that the battery may be failing slowly due to the increase in dcdc code over the past few months when it increased from 2 to 4 (B)(6) 2011. The type of diagnostics performed was not provided. The physician indicated that the patient needed the generator replaced immediately. No additional information was provided. The patient underwent generator revision surgery where the generator was explanted and replaced. The explanted generator has not been returned to the manufacturer for analysis.

Event description:
Additional information received from the site revealed that they cannot comment on the patient's seizures because the patient has not followed up or been seen at the clinic due to cancelled appointments.

Manufacturer narrative:
Analysis of programming/device diagnostic history and battery life calculation performed.

Event description:
The explanted generator has been returned to the manufacturer for analysis. Device evaluation has not been completed at this time.